Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was investigated. As received, the charger/modem would not recognize or charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board resulting in a shorted battery board and thermal damage to the battery board and upper enclosure. The cause of the reported charger issues is the contamination. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger was unable to charge a battery pack.